Event description:
(B)(40. It was reported by the consumer that the m51psemired custom power wheelchair would logoff without command, although the unit was fully charged. There was no injury reported.

Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).